Event description:
Gore received the following info request from the pt on 2/28/09: "I had surgery, where gore tex suturing material was used. I had great discomfort and pain. It was used in a bladder repair, while I also had a hysterectomy and colon repair. Inevitably I was off work for 10 months, had to have a second surgery to remove the gortex, have had inflammation and pain even after the product was removed. Because of all of these medical problems I lost my job of over 25 years. I have severe itching inside and outside at the incision site. So what is the answer, I'm sick of going to the doctor!" Lot number info is not currently available but being requested.

Manufacturer narrative:
Unable to review device history record - no lot number info provided. Although multiple attempts have been made to obtain further info, no response has been received.